Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drawer 4.1 and 4.2 all cubies were failed to open. A field service engineer (fse) reseated cables in drawers 3.1, 3.2, 4.1, 4.2, and 6 in the main cabinet due to reported issues with cubies ejecting. The fse also replaced the retractor band and a failing rail in drawer 6. All cubie contacts in the listed drawers were checked for debris. The fse completed inventory checks for all the drawers involved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es the drawer was unable to open and failed to recover. The customer stated that this malfunction occurred while dispensing medication to patients. There were no delay and adverse events or injuries reported based on this event.